Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's subsidiary, the occluder had been working properly since the reported complaint and would not be returned for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the occluder was acting differently than expected and displayed a calibrate ('cal') message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user facility reported an issue with the heart lung machine (hlm) during cpb. They stated that the occluder was acting different but did not specifically state how. Next, the 'cal' message appeared on the occluder icon. This evidently occurred while on cpb, but after they did calibration during set-up. This situation did not result in a delay to the case, and the surgery was completed successfully. There was no injury/blood loss reported.

Manufacturer narrative:
The product information for the related occulder head was; part number: 806455, serial number: (B)(4). UDI: (B)(4).